Event description:
During a lap "supercurvical" hysterectomy, the tip of the trocar chipped on the way in. Continued to use trocar. Did not realize the tip of trocar had chipped and was inside until device was pulled out. Unk if tip has been retrieved. No pt consequence.